Event description:
It was reported that this right atrial (ra) lead was found dislodged one day post-implant. As a result, a revision procedure was performed. An attempt was made to reposition the lead; however, it exhibited helix extension/retraction issues and could not be placed successfully. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged one day post-implant. As a result, a revision procedure was performed. An attempt was made to reposition the lead; however, it exhibited helix extension/retraction issues and could not be placed successfully. The lead was removed and replaced. No additional adverse patient effects were reported.